Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of over 400 mg/dl. Customer reported that they had a bent infusion set cannula. This occurred on the first day of use. Customer treated the high blood glucose with an injection of insulin. No product is expected to be returned.